Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 4f non-bsc sheath. The 95% stenosed target lesion was located in a mildly tortuous and moderately calcified right posterior tibial artery (pta). After a 014 non-bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, the device was removed completely from the patient and the physician exchanged the device with a 2x10mm non-bsc balloon catheter at 10 atmospheres. Additional dilatation was then performed with a 2x22mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded with the balloon folds present. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the distal markerband with a scratch was revealed. Microscopic examination presented no damage or irregularities in the balloon material, markerbands and bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 4f non-bsc sheath. The 95% stenosed target lesion was located in a mildly tortuous and moderately calcified right posterior tibial artery (pta). After a 014 non-bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, the device was removed completely from the patient and the physician exchanged the device with a 2x10mm non-bsc balloon catheter at 10atmospheres. Additional dilatation was then performed with a 2x22mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.